Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
A customer complained of a questionable high inr result from coaguchek xs pro serial number (B)(4). Compared to the dade innovin laboratory result. The result from the meter was 4.0 inr. The result from the dade innovin method was 3.0 inr. The specific time of testing was not provided, but it was stated that the inr results were 10 minutes apart. The erroneous result was released to the patient's general practitioner. There was no change in the patient's medication. There was no allegation of an adverse event. The patient's therapeutic range was 2.0 - 3.0 inr. Qc testing on the meter was acceptable both before and after the event. The investigation is currently ongoing.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with retention test strips in comparison to the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used testing results: donor 1: retention meter with master lot strips: 2.6 inr, customer meter with retention strips: 2.6 inr. Donor 2: retention meter with master lot strips: 2.5 inr, customer meter with retention strips: 2.5 inr. The maximum difference between measurements with the same blood sample was 0%. The returned customer material and retention material comply with the specification. Relevant retention test strips (lot 294 942) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.